Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the front right sensing electrode that appeared like a burn mark. The patient's physician was contacted and instructed the patient to remove the lifevest until the patient could see the physician. Follow up attempts were unsuccessful. The medical outcome of the area is unknown. The patient ended use on (B)(6) 2016 due to an improved ejection fraction.